Event description:
It was reported the ems was used during a laparoscopic hernia repair. It was reported the device jammed when fired. This happened with three devices. There was no consequence to the pt. 7/18/97 a fourth ems was opened to complete the case.